Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
Clinic notes dated (B)(6) 2013 note that the physician has seen kids who have prominent tie downs that have eroded through the skin and resulted in infection. The physician reported that the vns patient did not experience erosion, but had an abcess that was inflamed and swollen and was inflamed over the protruding tie downs. It was reported that no patient manipulation or trauma occurred that is believed to have caused or contributed to the infection. It was reported that cultures were taken and found to be mrsa. The patient underwent debridement of the wound and two tie-downs were removed. The granulation tissue was removed and the patient was treated with prolonged IV antibiotics. It was noted that the device was functioning properly at the close of the surgery. The other two patient's with protruding tie downs were reported in MFR. Report #s: 1644487-2012-02492; 1644487-2014-00445.

Event description:
In the (B)(6) 2013 operative notes for the debridement of the wound and removal of tie-downs, it was noted that the patient's mother reported the mass appeared about three weeks prior to clinic visit. The surgeon noted that intra-operative findings were most likely consistent with granulation tissue overlying a superficially displaced tie-down tab and excess connecting lead. It had worked its way up and was toward the incision site and was much more superficial. This felt to likely be the consequence of the fact that the patient was continuously moving her head back and forth, side to side, and in flexion and extension. The surgeon felt this probably helped to dislodge the lead and cause it to migrate with it tie-down tabs.

Manufacturer narrative:
(B)(6).